Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the snare that holds the trocar did not open. The procedure was completed with a different snare, manufacturer not known. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the proximal flared end of the working length extrusion had been pulled out from its connection at the distal end of the handle. The flared end of the extrusion was deformed and buckled. The extrusion did show indications that the flare had been created, but it appeared flattened. The working length was also found to be bent. A functional evaluation found that the snare loop would not extend due to the flare on the extrusion hitting the distal end of the secondary extrusion at the distal end of the handle when an actuation attempt was made. The extrusion being buckled also did not allow the connecting wire to move within the working length extrusion. The returned unit was consistent with the complaint incident that the snare would not open. Due to the damage to the flare of the extrusion it cannot be determined if the flare pulled out due to manufacturing, handling damage or damage during attempted use. Therefore, the most probable root cause is undeterminable. A review of the device history record was performed for lot number 13043168 and revealed no related issues to this complaint. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the snare that holds the trocar did not open. The procedure was completed with a different snare, manfacturer not known. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.